Manufacturer narrative:
Originally, we reported that the device in the 3500a initial report was not approved by the FDA. However, biosense webster inc. Considered it a similar device and was reporting the event. This supplemental is a correction as the product was FDA approved. (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. (B)(4). The returned device was visually inspected and a foreign liquid material was observed inside the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the area and it was found that there was evidence of rupture induced by an unknown object at the pebax and pu transition. This condition might contribute to the liquid material observed inside the pebax area. The catheter was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue has been verified. Based on available analysis results, complaint appears to be caused by internal bwi processes; therefore an internal corrective action has been opened to investigate this issue. Regarding the pebax damage observed, based on available analysis results, it could not be identified whether the issue is related to an internal or an external cause.

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional sf catheter. Initially, there was no temperature indicated during the mapping procedure. The physician exchanged the catheter to continue with the procedure. The procedure was completed with no patient consequence. This issue was assessed as not reportable as the ablation cannot be performed since there is no radiofrequency energy applied. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The product was received in the biosense webster failure analysis lab for analysis and it was discovered on (B)(6) 2016 that there was foreign liquid material inside the pebax. The spectrum electromagnetic (sem) study exhibited evidence of rupture between the polyurethane (pu) and the pebax. This catheter condition has been assessed as a reportable malfunction as it creates a risk to the patient such as contamination or internal parts of the catheter being exposed to the patient. The awareness date is reset to (B)(4) 2016.